Event description:
It was reported via a call report from the rn in the intensive care unit to the clinical support specialist at 0158 est that this intra-aortic balloon (iab) was inserted through the sheath via right femoral with no issues. After approximately one day of intra-aortic balloon pump (iabp) therapy it was suspected to leak. As a result, the iab and sheath were removed and another was inserted in the same insertion site successfully. There was no patient death, injuries or complications. Reference MDR #1219856-2012-00033 for the second event, MDR #1219856-2012-00034 for the third event and MDR #1219856-2012-00035 for the fourth event involving the same patient.

Manufacturer narrative:
(B)(4).